Event description:
It was reported that a low, out of range high voltage lead impedance was observed in the svc to can vector. The svc vector was programmed off. Monitoring will continue. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.